Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that asymptomatic patient presented in clinic after receiving a notification for non-sustained lead noise due to myopotential oversensing. Programming changes were made.

Event description:
It was reported that non-dependent patient presented in the clinic after receiving a patient notifier for non-sustained lead noise. Review of the episodes noted non-sustained slow vt. Sensing latency caused the nsln classification. Programming changes were made.